Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the programmer screen and the stylus were not calibrated and therefore the overlay/bezel assembly was replaced and the stylus calibrated. Analysis also noted that the tabs on the power cord bay door were broken and the power cord bay was replaced. (B)(4).

Event description:
It was reported that the programmer screen and stylus were not calibrated. Another stylus was attempted but not successful. The programmer was returned for repair. There was no patient involvement.